Event description:
It was reported that the patient experienced inflation issues and discomfort with this inflatable penile prosthesis (ipp). The cylinders and pump were positioned backwards, making it difficult to pump the device. Also, the tubing was found to be too long; therefore, a kink was present and the pump stayed flat. A surgical procedure was performed and all components were removed and replaced with a new ipp. There were no additional patient complications reported.